Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to corroded all electronic assy. There was also, moisture damage found on motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 171 mg/dl. The customer stated the insulin pump was exposed to water. She stated there is fluid under the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.